Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed more than three openings assessed as surgical damage, observed partial delamination on the valve assessed as adhesive failure and observed crack on the valve assessed as cracked valve seat diaphragm valve. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.